Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach total care toothbrush, for dental cleaning (route-dental, frequency, lot number and expiration date unspecified). After an unspecified duration, while trying to use the tooth brush it broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information was received on (B)(4) 2012: the gender of the consumer was updated to female. She stated that while using the toothbrush it snapped in half. A product sample has not been returned and a lot number was not provided. A review of the data associated with these complaint categories (breaks/falls apart with use and reportable pqc) revealed no adverse trends. Lack of a sample and no adverse trends a root cause cannot be determined for this complaint. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach total care toothbrush, for dental cleaning (route-dental, frequency, lot number and expiration date unspecified). After an unspecified duration, while trying to use the tooth brush it broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information was received on (B)(6) 2012: the gender of the consumer was updated to female. She stated that while using the toothbrush it snapped in half. A product sample has not been returned and a lot number was not provided. A review of the data associated with these complaint categories (breaks/falls apart with use and reportable pqc) revealed no adverse trends. Lack of a sample and no adverse trends a root cause cannot be determined for this complaint. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2012: the lot number was updated to 11911sg s2. The device name was updated from reach total care toothbrush to reach total care plus whitening toothbrush. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach total care toothbrush, for dental cleaning (route-dental, frequency, lot number and expiration date unspecified). After an unspecified duration, while trying to use the tooth brush it broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.